Event description:
It was reported that this right ventricular (rv) lead has shown irregular high jumps of out-of-range pacing impedance measurements of over 3000 ohms. The latest x-rays showed no changes in the implanted products positioning. Technical services (ts) suggested troubleshooting of the rv lead. No additional evaluations were performed. No integrity issues of the rv lead were confirmed. The patient will continue to be monitored. This rv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).